Event description:
It was reported that the external pulse generator (epg) displayed a self test error; "stuck key membrane." Error was cleared by removing and reinserting battery. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.